Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed. Method & results: -device evaluation and results: the bolt fractured at the root diameter of the first thread from the head. No remarkable damage to external thread features was observed. The distal section of the threaded end was damaged by post-fracture abrasion. Fracture occurred due to a right-handed tightening overload force. The vertical faces of the hexagonal head showed damage due to right handed tightening. A dimensional inspection was not performed due to the damages described in the visual inspection. A functional inspection was not performed as the event cannot be replicated. A material analysis concluded that: the locking bolt fractured in overload at the root diameter of the first thread nearest the head. The fracture was consistent with the application of an overload in torsion. The vertical faces of the hexagonal head showed damage due to right handed tightening. No material or manufacturing defects were observed on the device features examined -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the locking bolt fractured due to application of an overload in torsion. However, no material or manufacturing defects were observed on the device.

Event description:
It is reported by the surgeon of the hospital, that the lockingscrew is broken. A replacement was available.

Event description:
It is reported by the surgeon of the hospital, that the locking screw is broken. A replacement was available.